Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unreadable and unresponsive. Reportedly, the screen appeared "blurry and dim" and the customer could not access the pump features. Customer¿s blood glucose was 120 mg/dl. Customer declined follow up from tandem technical support to ensure they obtained back-up insulin therapy.